Event description:
Reportedly, during pt use, the ventilator stopped ventilating along with 'low base' and 'check circuit' alarms. The pt was ambu bagged as his spo2 dropped. The pt was then switched to another ventilator. Per distributor, 'internal pressure transducer error' and 'motor speed down' were recorded in the event history log on the ventilator.

Manufacturer narrative:
Eval summary: eval of the returned ventilator was performed. The reported failure was confirmed. The solder joint on inductor l19 on the control board was cracked and caused an open circuit which prevented the 24 volts supply from activating the pump motor. Replacing the control board resolved the issue.